Manufacturer narrative:
The reported event of insulation damage was not confirmed. A partial lead with the pin measuring 8.8 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Electrical testing did not find any indication of conductor fractures or internal shorts. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the right atrial lead exhibited lead noise. The asymptomatic patient presented for a lead extraction on (B)(6) 2018. During the procedure, the right atrial and the right ventricular lead were noted to have insulation damage. The leads were removed and replaced successfully. The patient was discharged from outpatient the following morning. No further information was reported.